Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly noted. No failed battery test alarm was noted. All operating currents were within specification. All buttons functioned properly. However, found moisture damage on the keypad traces. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. The insulin pump's buttons started to not function properly and the numbers on the screen started to go up. The insulin pump alarmed failed battery test. The act button was not working. Customer's blood glucose level was 170 mg/dl. The buttons would not clear the failed battery test alarm. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.